Event description:
During shift check, the autopulse platform (s/n (B)(4)) displayed "system error, out of service, revert to manual CPR" upon powering up. No patient involvement.

Manufacturer narrative:
The reported complaint that "the autopulse platform (s/n (B)(4)) displayed 'system error, out of service, revert to manual CPR' upon powering up" was confirmed during archive data review and functional testing. The root cause of the reported complaint was due to the drivetrain motor brake gap being out of specification (too wide), likely attributed to aging, wear and tear. The autopulse platform was manufactured in december 2011 and is over 10 years old, well beyond its expected service life of 5 years. Visual inspection of the returned autopulse platform was performed, and no physical damage was observed. A review of the archive data showed a system error, user advisory (ua) 139 (unable to hold compression position), to have occurred around the customer's reported event date; thus, confirming the reported complaint. During functional testing, the autopulse platform displayed "system error, out of service, revert to manual CPR" upon powering up; thus, confirming the reported complaint. Troubleshooting the problem determined that the drivetrain motor brake assembly air gap was too wide, out of specification. This caused the autopulse to stop functioning with a system error, per design. The brake gap was adjusted back within specification to remedy the system error. After brake gap adjustment, the autopulse was subjected to an extended run-in test using the 95% patient large resuscitation test fixture (lrtf) with two known-good test batteries until fully discharged, without any fault or error. Unrelated to the reported complaint, when the autopulse was powered up, the value of the encoder was not zero. This observation indicated that the driveshaft was not at the "home" position although the driveshaft had not been rotated. During troubleshooting, the processor board (pca) was replaced with a known-good pca, but the issue was not resolved. Further troubleshooting determined that the root cause of the noted problem was the defective motor controller board, possibly attributed to the aging of the platform. After the motor controller board was replaced, the issue was resolved and did not recur during further testing. Zoll is awaiting the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there was one similar complaint reported for autopulse platform with serial number (B)(4). Ccr 51771 was reported on 27 october 2020, and the brake gap was adjusted to specification to remedy the system error, ua139.